Event description:
It was reported that the patient experienced peritonitis, manifested by abdominal pain and cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the peritonitis. The empirical antibiotic therapy that the patient was on included, ceftazidime (dose unknown, intraperitoneally (ip), once a day) and vancomycin (dose unknown, ip, every 5 days). The patient was later on unspecified intravenous (IV) antibiotic therapy. The patient was discharged from the hospital a week after being admitted and they were reported to be recovering from the reported event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.